Event description:
When the refills were done there had been no decrease in the volume, "so, no medication/baclofen had been dispensed apparently, per family member." The hcp reports the pump is still malfunctioning as of this date. No pt treatment or device troubleshooting was performed. The pt recovered without sequela. The hcp reports the pt's family members have requested to have the pt weaned off the baclofen.